Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Insulin pump had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the numbers were scrolling on the screen during a bolus delivery, buttons were not functioning properly. Customer's blood glucose was 235 mg/dl. Customer agreed to return the device for analysis.